Event description:
It was reported that an ilet bionic pancreas became unresponsive to the wake button, though the device powered when placed on the charger and the touchscreen functioned after a software restart; the wake button continued to vibrate on press without waking, and there was no visible external damage reported. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included the user continuing therapy management with their cgm and plans for device replacement and return. Investigation included remote troubleshooting, verification of firmware currency, and device replacement logistics. Investigation of this case revealed a suspected hardware failure localized to the sleep/wake button mechanism with normal display and charging functions. It was concluded that the event was attributable to a device component malfunction of the wake button without patient injury or clinical sequelae.